Event description:
A peritoneal dialysis (pd) patient reported having been hospitalized and received antibiotics for peritonitis and fever. In additional follow-up, the patient¿s pd nurse confirmed that the patient was hospitalized (exact dates not provided) for peritonitis characterized by fever. Whie hospitalized, the patient had a pd culture obtained which yielded an elevated white blood cell (wbc) count and no organism growth. The patient was treated with antibiotic therapy (details unknown). Additionally, the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis for renal replacement needs. The nurse indicated the patient has recovered from the event and continues hemodialysis on an outpatient basis. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. It was stated the patient has memory loss and was not following the proper steps to perform her pd therapy. Per the nurse, the peritonitis was due to a breach in aseptic technique.